Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out-of-range (oor) low pacing impedances of less then 200 ohms. The patient's implantable cardioverter defibrillator (ICD) also exhibited some sensing issues and what was thought to be memory corruption. The device was changed out for normal battery depletion (nbd) and this lead remains implanted at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.